Event description:
Additional information from the hcp reports the patient presented on 07/2005 with fever, redness, pain, and incisional wound opening of the catheter track and lumbar region. The patient was treated with oral antibiotics. The patient outcome was unknown to the reporter. The patient had a risk factor or debilitated status.

Event description:
The hcp reported the device system was explanted due to an infection.